Event description:
It was reported that during a da vinci s prostatectomy procedure, the customer experienced non-recoverable system error code 23008. With the assistance of a field service engineer (fse),the surgical team exercised an axis on the right master tool manipulator (mtmr) and performed an emergency power off of the system several times, however, the system error continued to occur. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineering concluded that system error code 23008 was associated with the right master tool manipulator, as review of the system log found multiple instances of system error code 23008. The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtmr. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 23008 appears when the da vinci s safety systems determines that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety systems put davinci in a recoverable safe state. The mtm was returned to isi for failure analysis investigation. Engineering evaluation confirmed the customer reported failure mode. Sensor testing of the mtm revealed that the pot to encoder reading was out of specification, thus generating the system error code experienced by the customer. As of (B)(6) 2011, the patient was reported to be doing well and was released from the hospital (B)(6) after the surgical procedure. No post - operative complications have been reported. As of (B)(6) 2011, there have been no reported recurrences of the issue at this hospital.